Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported she was experiencing high blood glucose over 400 mg/dl, she treated and feels ok. Customer stated the device kept alarming no delivery and she just wanted to replace the device. Alarm and possible causes were explained to the customer. Customer has used different infusion set and it hasn't been kinked or bent. Customer declined troubleshooting. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.